Event description:
It was reported that a patient underwent an alif using rhbmp-2/acs. Within the first two weeks post-op, the patient developed severe back pain associated with marked vertebral body inflammation seen on MRI. The inflammation settled with conservative treatment.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.